Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when tested on a vitros xt7600 integrated system. A definitive assignable cause could not be determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4195. Reported qc fluid performance indicates a vitros tropi es lot 4195 performance issue is not a likely contributor to the event. Acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. A photograph of the discordant sample in the sample collection device showed it to be hemolyzed with cellular material suspended in the plasma layer. Consequently, it is possible that cellular debris, due to poor sample preparation contributed to this event, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a patient sample when tested on a vitros xt7600 integrated system. Result of 0.173 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory along with the expected result. It was not known if any treatment was initiated, altered or stopped based on the reported tropi es results, however, ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).